Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. Additional information received indicated that the patient's ipg was buried at a right angle to skin surface. Surgical intervention may take place at a later date to address the issue.